Event description:
On (B)(6) 2011, it was reported that the vns pt had her device disabled in (B)(6) 2010 because of difficulty swallowing with stimulation, problems sleeping with stimulation, and an increase in seizures. The pt said that even with the device turned off, she is still having difficulty swallowing, but that she is sleeping better and her seizures have decreased. The physician later reported that the pt's dysphagia, increased seizures, and sleep disturbances were first observed around (B)(6) 2009. He is uncertain of the relationship of these events to vns. He reported that no interventions have been taken or planned. He did say that the pt was increased to output current of 0.50ma prior to the pt's dysphagia. The physician reported that it is unk if the pt has a medical history of dysphagia or sleep disturbances prior to vns and that he is not sure if the seizures have increased or not. The pt's normal mode was disabled on (B)(6) 2009 and the magnet was disabled on (B)(6) 2009. The pt's programming history was reviewed and it was confirmed that the pt's normal mode was disabled on (B)(6) 2009 and the magnet mode was disabled on (B)(6) 2009. The most recent system diagnostics was performed on (B)(6) 2009 that revealed output status = ok/ok/3/no. A blc was performed with the programming history in the database and it showed 14.59 years until eri=yes. If additional info is received, it will be reported.

Event description:
Additional information was received on (B)(4) 2012 when product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed on (B)(4) 2012. Product analysis revealed two abraded openings in the outer silicone tubing of the lead. The lead assembly also had remnants of dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portion. Based on the appearance of the returned lead portion, it is believed that the identified cut openings were most likely caused during the explant procedure. Other than typical wear and explant related observations; no anomalies were identified in the returned lead portion.

Event description:
Additional information was received on (B)(4) 2011 when the generator and lead were returned for product analysis that has not yet been completed. The explant surgery occurred on (B)(6) 2011.